Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated experiencing a seizure and/or loss of consciousness and received treatment of glucose 16g and "jono 500 ml" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (device mfg date) has been updated to (B)(6) 'based on the returned product. Section d4 (device expiry date) & (device mfg date) have been updated based on the returned product download. Sensor 3mh00e3kjnh has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated experiencing a seizure and/or loss of consciousness and received treatment of glucose 16g and "jono 500 ml" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated experiencing a seizure and/or loss of consciousness and received treatment of glucose 16g and "jono 500 ml" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor kit indicated by the serial number provided by the customer was reviewed, and the dhrs showed the libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction as the section h10 (additional mfg narrative) DHR information subsequently captured in the report emdr-308194 was required an update.